Event description:
The doctor and nurse on the case removed the wire from the patient and wiped it down. They noticed, at that time, an irregularity near the tip of the wire (possible fracture). At one point during the procedure, while trying to pull the wire back, it seemed stuck for a moment. The wire was removed without complication and the patient was not harmed.====================== manufacturer response for guidewire, viper wire======================the manufacturer has requested the device back for evaluation.